Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the right ventricular lead exhibited an out-of-range impedance on (B)(6) 2019. The lead was capped and replaced on (B)(6) 2019 along with the right atrial lead. The pacemaker-dependent patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-00892.